Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hemodynamically unstable while intubated and sedated following their left ventricular assist device (lvad) implant. The patient required medication and right ventricular assist device (rvad) placement.

Event description:
It was reported that the patient experienced some low flow alarms on 12jul2022 and 13jul2022 while being hemodynamically unstable, intubated, and sedated. Additionally, during a low flow event on 13jul2022 the patient went into cardiac arrest and the hospital staff momentarily lowered the stored patient speed to 3500 rotations per minute, which was well below the low speed limit. The account communicated that the low flow alarms were due to ventricular tachycardia and resolved with changes to their levophed, propfol, nitric oxide, lidocaine, and milrinone regimens. Although the cardiac arrhythmia was treated with multiple implantable cardioverter-defibrillator (ICD) shocks, it led to worsening right heart failure and the patient required a right ventricular assist device (rvad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (cardiac arrhythmia, right heart failure, and patient condition) cannot be conclusively determined through this evaluation. Low flow alarms were confirmed via the submitted log file data. The low flow alarms were attributed to cardiac arrhythmia and resolved with treatment. The controller event log file contained data spanning from 12jul2022 at 10:00:11 to 13jul2022 at 13:21:28, per the timestamp. Intermittent low flow events were captured throughout the log file due to the estimated flow being calculated below the threshold of 2.5lpm. A total of 5 of these events persisted for at least 10 seconds, activating low flow alarms. No other unusual events were recorded, and the pump appeared to have been operating as intended following ventricular assist device implant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system and states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.